Manufacturer narrative:
Interrogation of the device revealed it was above elective replacement indicator (eri) when received. Device sensing, pacing, lead impedance, high voltage charging, and high voltage shock impedance were tested, and found to be normal.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the implantable cardioverter defibrillator, right atrial, right ventricular, and left ventricular leads were removed due to the patient's death. The cause of death was cardiac arrest. The products were returned without allegation of malfunction. Further information was requested but not received.